Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range impedances of greater than 2,500 ohms in bipolar configuration. There was intermittent loss of capture, noise, oversensing and undersensing in unipolar configuration. A revision procedure was performed and it was noted that fluoroscopy showed clavicular crush. The lead was; therefore, surgically capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.